Event description:
The customer reported that the insulin pump buttons were unresponsive. Customer stated that he was giving himself bolus and the buttons were not working. Troubleshooting was done. Customer's blood glucose was 68 mg/dl. Customer stated treated with food and feeling fine. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Intermittent button response due to moisture damage on keypad trace button responded properly. Insulin pump received with minor scratched display window, cracked display window corners, cracked reservoir tube lip.